Event description:
It was reported that the system 9900 displayed "precharge error" and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The charger circuit breaker was reset and the system was initialized several times successfully. The system was tested and found to be working as intended and placed back into service.